Event description:
The manufacturer was notified that a patient using lyric device experienced moisture in the ear canal. The hcp cleared ear and prescribed drops.

Manufacturer narrative:
The manufacturer conducted an investigation. In the follow up, the hcp said that the patient is using lyric for many years. The patient was fitted with a new lyric on (B)(6). The ear canal was fine on the insertion and nothing out of the ordinary occured during this fitting. On (B)(6) the patient was reporting feedback, which is why the device was removed. There was no pain or other symptoms when the patient was seen for removal on (B)(6) the patient was reporting discomfort with the lyric device earlier in (B)(6) but this resolved by itself per office notes. Upon device removal on (B)(6) the hcp observed moisture in the ear canal, cleared the ear and prescribed ciprofloxacin drops. The patient was cleared for refit by the otologist and refit on (B)(6) 2025. The patient has not come back for an appointment so hcp assumes the patient is ok. Lyric is worn completely invisible in the ear canal. In order to achieve its intended purpose (and therefore the clinical benefit), soft foam components (seals) are used in different sizes to enable an ideal fit in an individual's ear canal. The sealing of the ear canal might lead to a moisture accumulation in the volume between device and ear drum which could lead to skin injuries. The compromised skin integrity, the moist and dark environment promotes bacterial infection, which could occasionally cause skin irritations and/or infections like otitis externa, which is a common ear condition. However, full recovery is expected. The risk of accumulation of moisture in the ear due to device's design and sealed fit in the ear as well as the risk of device movement due to improper fit leading to touching ear drum have been already considered in the accompanying risk file. The manufacturer concluded that the residual risk is acceptable. The IFU contains information about common side effects such as e.g. Ear pain, moisture and blisters, as well as information on contraindications and referral criteria. The manufacturer did not record any complaint trends for this issue on the market so far. The manufacturer will keep monitor for trends.